Manufacturer narrative:
On 08-nov-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis, right breast capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis (left device) and a mentor memorygel breast implant 425cc gel breast prosthesis (right device) developed ptosis in both of her breasts post implantation. Additionally, the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with sientra gel breast prostheses on (B)(6) 2023. During explant surgery, it was observed that the right breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-11907 for the report for the patient¿s right breast prosthesis.